Event description:
Event description cpi received information that this implantable pulse generator was explanted for premature battery depletion. It was indicated that the outputs have been at high settings during the implant time.